Event description:
The customer reported that the system had a mechanical deformation error and will not allow the user to navigate the instruments more than a couple inches away from the transmitter. This loss in distance can cause the system to lose its functionality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sensor cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.